Manufacturer narrative:
Product received initially for repair prior to being identified as a complaint. Medwatch report (B)(4).

Event description:
It was reported the spider2 limb positioner would not lock in place. After prepping and draping the patient for surgery an attempt was made to attach the patients arm to the spider arm holder. The spider malfunctioned and would not lock into place to hold the operative arm for the surgical case. No patient injury or complications were reported.

Manufacturer narrative:
The battery indicator led was on but the unit would not activate thus confirming the complaint. Further evaluation revealed the spider2 contained a blown fuse on its circuit board. The results of the investigation have concluded an electrical failure associated with a blown fuse on the control board. The root cause for the blown fuse could not be determined.